Manufacturer narrative:
(B)(4). Batch # t5cu70. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the device was found to have the clamping mechanism damaged. The device was disassembled, and the clamp arm release and release button were noted worn and damaged in the area where both interact. No functional test was performed due the condition of the device. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastroplasty, echelon flex 60mm stapler locked onto tissue during a bariatric procedure. The surgeon used the manual override to remove the device from the tissue. It is unknown at this point if any previous attempts were made to unlock the jaws i.e. Use of the reverse button. After removing from tissue, the device was replaced with a new one. The procedure was successfully completed. There were no patient consequences.